Event description:
It was reported that a revision surgery was performed due to unknown reasons. Further information was requested.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.